Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient care technician (pct) tried to disconnect the suspect device from an arterial needle. Only the plastic hub was removed and the needle was left exposed, resulting in a contaminated needle stick. The pct went to the hospital where she was given prophylactic medications and had post exposure lab work. She will receive follow up post exposure lab work on an unspecified date. The patient also had lab work and the results came back negative for infectious disease.

Manufacturer narrative:
Result - a sample was not returned for evaluation. A review of the device history record was completed for the reported lot number 5295977. The product was manufactured at the bd (B)(4) site october 2015. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without a sample, an absolute root cause cannot be determined.